Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (abnormal shutdowns) has been confirmed. Upon investigation the monitor failed testing and displayed a service code 110. The cause for the failure was isolated to contamination on multiple components of the ca board. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor was expericening abnormal shutdowns.